Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2011, product type lead.

Event description:
It was reported that the patient's device was "implanted 474 days" after it had expired. Information from the manufacturer's databases regarding whether the device was explanted was found to be conflicting. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).